Manufacturer narrative:
The delivery device has been returned for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the pt's right eye due to sheared off haptic. The incision was enlarged to remove the lens and sutures were used. Another lens was implanted successfully. Ref MDR # 1313525-2015-00233 for lens used during the procedure.